Manufacturer narrative:
Date sent: 06/25/2009. Eval summary - based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational and translational cables due to the cables were bent and split. After servicing, the unit passed all qa testing procedures. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determined if further investigation is warranted.

Event description:
It was reported that the holster is giving a very loud noise during the translation of the cutter, during a breast biopsy procedure. There have been no pt consequences.